Event description:
For the past 3-4 days, the patient's meter would not power on. She did not experience any symptoms at the time of testing and was taking her usual dose of medication (glyburide and glucotrol) even when the meter experienced no power. She contacted her nurse in regards to the meter and was advised to contact lfs. The patient did not receive any medical treatment. Patient mentioned that she has had the meter for a couple of years and has replaced the battery within the year. The battery and the battery contacts were in good condition. Customer care agent (cca) was unable to resolve the issue and sent the patient a new meter.